Manufacturer narrative:
Weight:unknown, ethinicty:unknown, race:unknown. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -6.5/1.0/92 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 31-jul-2021. On (B)(6)2021 the lens was exchanged for a same model and size lens and different power. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found optic deformed and haptic torn, bent, deformed and stretched out. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).